Event description:
During the procedure, the subject device was advanced to the area of treatment and the pusher wire was pulled back; the main coil was not detached and was pulled back together with the pusher wire into the renegade stc-18 microcatheter. Atlthough attempts were made to retrieve the main coil into the introducer sheath, only the pusher wire was retrieved and the main coil remained in the microcatheter. The microcatheter was flushed after being removed from the guiding catheter, but the main coil could not be removed from the microcatheter. The main coil was finally removed from the microcatheter by being pushed out with a transend .014" ex guidewire. It was noticed that the main coil was unravelled. The pt was reported in good condition.